Manufacturer narrative:
H10: the device was not received for evaluation; therefore, a device analysis could not be completed. However, the condition of no flow, as reported in the event description, was determined to be a machine related issue during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event, concomitant medical products: this event occurred during the unspecified date of (B)(6) 2021. Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of non-dehp standard bore catheter extension sets were ¿block/clogged¿ and would not flow. It was further reported that it was impossible to empty the sets unless by injecting liquid with an unspecified syringe by applying strong pressure on the plunger. There was no report of patient injury or medical intervention associated with this event. No additional information is available.